Manufacturer narrative:
The patient's weight is reportedly (B) (6) and is "very fit and muscular." There is no patient code for bleeding. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.

Event description:
Note: this report pertains to the second of two devices that were used during the same procedure. Refer to associated manufacturer report # 3005099803-2010-00929 for a description of the first device. It was reported to boston scientific corporation that during an anterior and posterior repair procedure using a pinnacle posterior pfr kit, local solution was injected under the vaginal mucosa of the posterior wall, and then a transverse incision was made at the distal part of the vagina. The edges were held with allis clamps and dissection was carried out into the plane between the rectum and the vagina. There was ¿some bleeding" in this area, which required suturing, and some on the vaginal side that could be treated with cautery. A rectal examination showed the tissue was quite thin. Once the dissection was carried out all the way back to the ischial spine and to the sacrospinous ligament on each side, the suture of the mesh leg was thrown through the left side and the needle detached and could not be located when the physician attempted to pull the mesh leg through the ligament. The mesh leg was removed by pushing the suture back through the ligament. By palpation, the physician could not feel the needle within the pelvis. An x-ray was performed, which showed no evidence of the needle inside the pelvis. The procedure was completed with another pinnacle posterior pfr kit, without further complications to the patient. A one-inch iodoform packing was then placed into the vagina, and a foley catheter was inserted into the urinary bladder. Rectal examination was done several times and showed no evidence of any suture in the rectum or any compromise of the rectal caliber. A flat plate obtained at the end of the procedure also showed no evidence of the needle inside the pelvis. The patient reportedly lost an estimated 250 cubic centimeters of blood during the procedure, but is in ¿good condition.¿

Event description:
Note: this report pertains to the second of two devices that were used during the same procedure. Refer to associated manufacturer report # 3005099803-2010-00929 for a description of the first device. It was reported to boston scientific corporation that during an anterior and posterior repair procedure using a pinnacle posterior pfr kit, local solution was injected under the vaginal mucosa of the posterior wall, and then a transverse incision was made at the distal part of the vagina. The edges were held with allis clamps and dissection was carried out into the plane between the rectum and the vagina. There was "some bleeding" in this area, which required suturing, and some on the vaginal side that could be treated with cautery. A rectal examination showed the tissue was quite thin. Once the dissection was carried out all the way back to the ischial spine and to the sacrospinous ligament on each side, the suture of the mesh leg was thrown through the left side and the needle detached and could not be located when the physician attempted to pull the mesh leg through the ligament. The mesh leg was removed by pushing the suture back through the ligament. By palpation, the physician could not feel the needle within the pelvis. An x-ray was performed, which showed no evidence of the needle inside the pelvis. The procedure was completed with another pinnacle posterior pfr kit, without further complications to the patient. A one-inch iodoform packing was then placed into the vagina, and a foley catheter was inserted into the urinary bladder. Rectal examination was done several times and showed no evidence of any suture in the rectum or any compromise of the rectal caliber. A flat plate obtained at the end of the procedure also showed no evidence of the needle inside the pelvis. The patient reportedly lost an estimated 250 cubic centimeters of blood during the procedure, but is in "good condition."

Manufacturer narrative:
It was reported to boston scientific corporation that the foley catheter that was inserted in the urinary bladder was part of standard procedure and not an additional intervention for the missing needle or bleeding.